Manufacturer narrative:
Exact date unknown, event occurred after the ipg upgrade procedure. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20296616.

Event description:
It was reported that the patient had a suspected infection. It was noted that the patient experienced some pain after an ipg upgrade procedure and the physician decided to explant all device components. The patient was reportedly doing well post-operatively. The explanted ipg and lead were discarded by the medical facility. No further information has been obtained despite good faith efforts.